Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. During disassembly of the device to determine root cause, the technician observed damage consistent with mis-handling. A flex circuit was replaced. The device was recertified and returned to the customer.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the patient cable was unable to connect to the device. Complainant indicated that there was no patient involvement in the reported malfunction.